Event description:
It was reported that the t2 anchor did not get deployed. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that the t2 anchor did not get deployed." T1, t2 and suture were returned. Both t1 and t2 were freed from the delivery needle track. The depth limiter was attached. The needle is visibly bent toward the left. The delivery needle curve is also flattened out. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". Functional test was impossible due to the distorted needle. No root cause related to the manufacture of the device was confirmed.